Manufacturer narrative:
(B)(4). The insulin pump was received with critical pump error (open book image) alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test due to critical pump error (open book image) alarm. Moisture damage was found on the motor, force sensor, and battery tube during visual inspection. No moisture damage found on the keypad assembly. Pump was received with scratched case, serial number label fading, missing end cap address label, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had moisture damaged within the battery compartment. No further details were provided. The insulin pump was returned for analysis.